Event description:
Pt underwent laparoscopic cholecystectomy and discharged same day. Found unconscious at home later in evening. Taken to another facility and to o.r. With finding of intrabdominal bleed. After thorough root cause analysis concern exists that surgical clips may have failed.